Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal to centre struts were damaged. The struts at the proximal end were lifted and bunched. The centre struts were stretched. No damage to the distal end of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 1070mm from the end of the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 2.75mx28mm promus element drug-eluting stent was attempted many times to cross the lesion but failed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.